Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were trying to change their program because it wasn't working and they saw a message that the internal battery was low. Patient clarified they noticed therapy wasn't working as well "about a few weeks ago," and just got the low battery message today. Patient stated they called and updated their managing hcp, dr., and they said to get in touch with medtronic. Patient connected to ins on call and confirmed seeing the low battery message again. Agent walked patient through how to change programs. Patient was able to successfully change programs and increase stim, but did not land on a comfortable setting before the call ended. Patient verbalized they were comfortable with adjusting their own therapy independently and confirmed they adjust settings until stim is felt strong yet comfortable at bicycle seat area. Agent also reviewed low battery message and suggested patient reach back out managing hcp. Agent provided patient with ts phone number to give to hcp if needed. Additional information was received from the patient. They reported that it was unknown if the issue was caused by normal battery depletion. The patient also noted that they "had it only 4 years versus previous 7 years." When asked the steps taken towards resolution the patient noted "have to be referred by my urologist to a surgeon to change the battery." They noted the issue has not yet been resolved.